Event description:
Reference number (B)(6) event occurred in the united states it was reported that the patient went to the emergency room (ER) due to hyperglycemia on 17-nov-2024 and was treated with intravenous and fluids of saline and insulin . The blood glucose level was over 680 mg/dl at the time of event and was caused by the bent cannulas. The patient was released from the hospital on (B)(6)2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.